Event description:
Reporter alleged obtaining a discrepant blood glucose result of 145 mg/dl back to back with a result of 348 mg/dl on the aviva system when testing was performed within 10 mins. Reporter indicated that he used the same strip twice to get the results, after cleaning it from the first test. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.